Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he was hospitalized due to low blood glucose. The customer's blood glucose was 33 mg/dl at the time of the incident. The time of the hospitalization was between 2pm-3pm and the date of the hospitalization was (B)(6) 2015. The customer stated that his blood glucose kept going down even he had eaten. The customer mentioned he was exercising. The customer stated that the health care professional tweaked his insulin pump settings. The customer stated that the insulin pump passed self-test. The insulin pump will not be returned for analysis.